Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of acetabular loosening. The reported acetabular loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant medical products: nv gxl liner neutral, 32mm ID group 1 cups (cat# 130-32-51 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right tha, surgeon preformed at rtha and discovered that the novation integrip cc cluster shell in his opinion had not achieved proper fixation. A competitor's cup and liner were used as replacement. However, an exactech chrome cobalt head was used to replace the original head implant. There was no breakage of the device or surgical delay/prolongation. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to the product that was removed was discarded with biohazards material.